Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient is receiving system problem rm03 while charging implant a few days ago. Patient also stated that the paddle became warmer than normal. Agent had patient reset the controller and checked visible damage on the recharger, no visible damage. Agent initiated recharging session; patient reported recharging quality changed from good to excellent, then shifted to poor recharge quality. Issue has been ongoing for a few months, and charging quality changed from excellent to poor when paddle was moved. The issue was not resolved. Agent sent a request for a recharger replacement.